Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A red adapter was received for evaluation. A visual inspection was performed and the adapter was broken on the thread pitch area. A possible root cause can be due to over tightening of the adapter. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports while using the device on the child, they saw a leakage at the 2nd lumen level. This is the second leakage from the same device. The first issue of leakage was on the first lumen level which was observed on (B)(6). There were no clinical consequences. The cracked part has been cut and they used a repair kit with another catheter.